Manufacturer narrative:
(B)(6). Concomitant devices: boston scientific 10 mm x 4cm epic stent, unknown non-cordis pta balloon catheter, cordis 8 mm powerflex pro pta balloon catheter. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure in the right iliac artery, a powerflex pro balloon catheter ruptured at 6 atmospheres (atm). It was changed to another balloon of the same size and the procedure was successfully completed. There was no reported patient injury. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 95%. A guiding sheath (6f destination, terumo) was inserted in the right inguinal region and a contralateral approach was made. A stent (4x10mm epic, boston scientific) was placed. The powerflex pro was delivered to the lesion and inflated. However it ruptured at 6atm before reached to 10atm. The product will not be returned for analysis. The device prepped normally. The brand of contrast media and the contrast to saline ratio used are unknown. The inflation device used is also unknown as well as if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel, difficulty crossing the lesion or if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is unknown if the balloon catheter removed easily from the vessel and from the other devices. The procedure was completed using the non-cordis balloon (same size) and powerflex pro (8mm). The powerflex pro was used for additional-dilation.

Manufacturer narrative:
During an unspecified interventional procedure in the right iliac artery, a powerflex pro balloon catheter (bc) ruptured at 6 atm (six atmospheres). It was changed to another balloon of the same size and the procedure was successfully completed. There was no reported patient injury. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 95%. A guiding sheath was inserted into the right inguinal region and a contralateral approach was made. A stent was placed. The powerflex pro was delivered to the lesion and inflated. However it ruptured at 6 atm before it reached the intended 10 (ten) atm. The procedure was completed using a non-cordis balloon (same size) and a powerflex pro (8mm) bc. The powerflex pro was used for additional dilation. The device prepped normally. The brand of contrast media and the contrast to saline ratio used are unknown. The inflation device used is also unknown as well as if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel, difficulty crossing the lesion or if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is unknown if the balloon catheter removed easily from the vessel and from the other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17100935 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 95% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.